Event description:
It was reported that the customer passed away in her sleep. It was unk whether or not she was wearing the insulin pump at the time of her death, but it was stated that her blood glucose levels were low all day. The caller stated that the insulin pump was taken by the coroner when the body was taken. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.